Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that when she inserted the sensor into her son's body, he said it hurt more than normal and they removed it and found part of the sensor did not come out. Customer's blood glucose level was unknown. Customer wore sensor for a little while, but he felt pain continued, so they removed the sensor. Customer stated that upon removal, the part of the sensor did not come out. Customer was unsure if that part was never there to start with or if it remained in her son's body. Customer reported that immediately after sensor insertion he noticed it was more painful, but did not notice the needle was not in the sensor until they removed the sensor. Sensor will not be returned for analysis.